Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the issue. The customer¿s blood glucose level was 400 mg/dl. After completing a pump reset, the malfunction code did not recur, and the customer was advised by technical support to continue using the pump but to call back if the issue reappears.